Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient had a highly angulated neck that was stated to be above 60°. During the implantation, the gore® excluder® trunk-ipsilateral leg endoprosthesis (rlt) moved distal and no sufficient aortic neck coverage was available. To gain sufficient coverage four gore® excluder® aaa aortic extender endoprostheses (pla) were implanted. The procedure was successfully completed. On (B)(6) 2020, follow-up imaging identified a type iii endoleak between the rlt and the most distal pla. It was stated that between (B)(6) 2018 and (B)(6) 2020, aneurysm growth of 10 mm was visible. On (B)(6) 2020, a reintervention was performed. The previously implanted devices were relined with the implantation of a gore® tag® conformable thoracic stent graft with active control system (tgm). It was stated that the endoleak was successfully solved.